Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced a medical event while wearing a pod. Despite good faith attempts to obtain additional details, no further information was provided.